Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report number mw5147927. The event description states that "upon access to vessel (heart catheterization), wire (introducer sheath) was inserted in needle from kit. The wire would not advance. Upon attempted removal of wire, the wire was appeared sheared. Piece of wire noted under fluoro in right wrist. Device embedded in tissue or plaque."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Should the sample arrive, the complaint will be reopened. The complaint cannot be confirmed for guidewire separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The complaint mentions that there was difficult access. The likely root cause of the event is that difficult access caused increased tensional forces to be exerted on the guidewire or that the guidewire was backed up over the needle, causing it to shear. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a1, a2, a3a, a4, a5, a6, and b5.

Event description:
Additional information was received on 27jun2024: a piece of wire was still left in the patient's tissue. It was unknown if there was any damage to the patient's vessel or tissue. The patient was stable. Minimal blood loss was reported (do not have a stated amount). The patient was transferred to another facility for percutaneous coronary intervention (pci).